Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert that was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and notices possible loss of capture (loc). The device remains in service. No adverse patient effects were reported.